Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure, vasoview hemopro 2 could cut tissue in the beginning of the procedure. However, in the middle, device could not apply energy and blood vessels could not be cauterized. The power was set to 3. The power supply, cords, and adaptor were no swapped out. A new device was used to complete the procedure. There was no delay. There was no patient impact.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000388588 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.